Event description:
The ins had reached end of life. The lead migrated. Additional information has been requested.

Manufacturer narrative:
Lead model 3093-28 lot# v276423 implanted: 2009-(B)(6) explanted: 2011-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis for the ins revealed no anomaly found. Final device analysis for the lead revealed no significant anomaly. The lead body was cut through. It was segmented.